Event description:
This is a spontaneous device report from a physician who reports on a consumer using gelfoam. A consumer reported to a physician that in 2004 complications arose in blood stream immediately after administration of gelfoam, used during surgery for brain tumor. It caused a gelatinous mass in the left ventrical of the heart requiring open heart surgery to be performed to remove the gel. The pt was still in critical condition. Pathology tests performed post surgery stated that gelfoam had travelled within the venous system causing a severe life-threatening occurrence.

Event description:
Gelfoam (used operatively during skin muscle opening) caused embolus and clot formation on heart valves. Open heart surgery was required. Echocardiogram showed normal mass upon heart surgery. Medical history included choroid plexus papilloma (posterior fossa tumor).